Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the o ring fell out of the 511s into the patient while passing instruments. The o ring was retrieved and the case completed. There was no consequence to the patient.